Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). Investigation summary: it was performed the DHR, quality notifications and maintenance records were verified where the quality record qn #(B)(4) and # (B)(4) potentially related to the occurrence were found. The image provided by the customer were evaluated and it was possible observe plunger rod with molding issue which caused stopper separation. The incident is related to the low resin temperature caused by the resistance burning in the affected cavity. The low temperature of the resin caused the lack of filling of the cavity that generated the failed stem. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
Hold for ljbp 8.21.2020it was reported that an unspecified number of syringes plastipak 20ml ll s/su experienced stopper separation from plunger prior to use. The following information was provided by the initial reporter: syringe's plunger came off the stopper, making it impossible to use. Note: syringe contaminated with antineoplastic chemotherapy additional information: there was no damage to the patient nor exposure of blood or chemotherapic to the skin.